Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, failure mode and effects analysis and the health hazard analysis. The DHR (device history review) for the cyclesure biological indicator (bi) and was found to mee all required specification without any manufacturing nonconformities at the time or release for shipment. The service and complaint history for the cyclesure bi did not reveal a trend for suspect positive bi. Trending analysis for suspect positive bi issues associated to the cyclesure did not indicate a significant trend. The fmea (failure mode and effects analysis) is reported to reveal a low-safety risk to the user. The hhe (health hazard analysis) is considered to have a none/ negligible risk. The sterrad 100s was inspected by a service engineer (fse) following the report of positive bis. The fse found the sterrad 100s was performing within specification. There is no report of the any sterilizer malfunction during the cycled of which the reported bi was used and therefore it is unlikely that the positive bi result was attributed by the sterrad sterlizer. Retain samples of the cyclesure bi were tested. The test resulted in no positive bi and the bis were found to meet specifications. It was reported that the bi ampoule was found broken after processing. It is likely that the glass ampoule broke during the cycle, where media leaked and covered the spore disc. When this occurs, the sterilant, hydrogen peroxide, will not be able to penetrate through th emedia to kill the spores in the spore disc. It is unknown why the ampoule broke; however, per the cyclesure IFU, the integrity of the bi should be checked prior and after use. If a broken ampoule is found after processing, a new bi should be used to run the cycle again. Based on the information available, the suspected positive bi can be attributed to the broken ampoule. Thorough investigation and testing could not reproduce the reported issue of a positive bi result. There were no problems found with the returned (used) sample and the retain samples from the reported lot. Asp will continue to track and trend.

Event description:
An international customer reported a suspected positive biological indicator (bi) after a completed sterrad 100s cycle. The health care worker (hcw) crushed the bi by hand and was not able to confirm the bi results as the ampule was broken. The bi was placed in the lower back portion of the chamber. The result of the bi in the previous load was unknown, and the result of the subsequent bi was negative. The load included five electrode scalpels, five bipolar codes, and seven bipolar tweezers. All the devices were recalled with the exception of the five electrode scalpels which were used on patients. No harm or injury was reported due to this event. The vaporizer plate was not in place during this incident.

Manufacturer narrative:
Concomitant devices: sterrad 100s: (B)(4). Electrode scalpels - part # unknown. (B)(4): suspect positive bi. Per the "other considerations" section of the IFU (instructions for use): #3. Using only the supplied tube crusher squeeze the sterrad cyclesure 24 vial until the media ampule has been crushed. Do not crush the media ampule by hand as this may result in personal injury. Biological indicators were requested for further investigation, but have not yet been received. Any additional information will be submitted in a supplemental medwatch report.

Manufacturer narrative:
The DHR (device history review) for the cyclesure biological indicator (bi) and was found to meet all required specification without any manufacturing nonconformities at the time or release for shipment. (Corrected typo mee to meet). The hha (health hazard analysis) was reviewed and the issue is considered to have a none/negligible risk. (Corrected typo hhe to hha) the investigation statement reads: it was reported that the bi ampoule was found broken after processing. It is likely that the glass ampoule broke during the cycle, where media leaked and covered the spore disc. The correction statement is as follows: the customer reported to have crushed the bi by hand. The customer did not report that the bi was crushed before the sterrad processing. Asp investigation summary: the batch record review did not reveal any indication of a deviating quality profile for this cassette batch (lot 09k015). No events or deviations were reported. All in-process controls corresponded to the specification. The field service engineer (fse) replaced the missing vaporizer plate. The fse performed a door test, a cassette test, a vacuum test, a plasma leaking test, and confirmed all passed. Also, it was confirmed that sterilization process test was okay. A review of the service showed that the vaporizer plate did not contribute to the positive bi report. The issue of a missing vaporizer plate will generate a different failure mode, and based on the service reported, there was no unit malfunction reported. It was also clarified by the affiliate that the customer reported that they incubated the bi for 24 hours. Thus, they found that there was less medium after incubation. Even though the medium of the bi decreased after incubation, there was enough to read the result. Therefore, the customer found a positive reaction after 24 hours of incubation. There was no report of sterilizer malfunction during the cycle of which the reported bi was used; therefore, it is unlikely that the reported positive bi result is attributed to the sterrad® 100s system, the sterrad® cassette or the sterrad® incubator. The sterrad® cycle completed successfully and the injection pressures were within the specified range the incubation temperature was set to the required specifications. The chemical indicator changed color from red to gold indicating exposure to hydrogen peroxide. The previous and subsequent processed bis were negative. There was no tray identified, however the load contents were reviewed and appear compatible with the sterrad® system. The load was not recalled.